Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a very slow keypad response time. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported very slow keypad response time. The cause was identified to be a failed processor board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.